Event description:
Pt underwent bilateral augmentation mammoplasty in 1987 with silicone implants. She presented on 1/10/97 with capsular contracture and irregular breasts bilaterally. On 3/12/97 she had surgery to remove both implants and found to have a ruptured implant on the right and capsular contracture on the left. Both implants were removed.